Manufacturer narrative:
Additional MFR narrative: batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. Batch data history: 2 other complaints were registered to date ((B)(6) 2022) with this batch number: rc/2109117 from spain, linked to an adverse event (injection site mass, skin infection). This complaint is unrelated to the current complaint. Rc/2109131 from spain, linked to a technical problem (gel leak). This complaint is unrelated to the current complaint.

Event description:
This case has occurred outside of the USA, in spain. According to information received as of (B)(6) 2022, a patient was injected on (B)(6) 2022, with 1.2 ml of teosyal rha 4 (tpul-210225b0) into the upper lip, nasolabial fold, and the chin areas. Approximately 2 months post-injection, on (B)(6) 2022, the patient stated upon awakening, felt skin induration on the upper lip (vermilion border lines) and the right nasolabial fold. The practitioner diagnosed this delayed adverse event as a granulomatous reaction. As a corrective action, on (B)(6) 2022, the practitioner prescribed an anti-inflammatory treatment (glucocorticoid; decortin 60 mg for 3 days) and set up a reassessment of the adverse event in 48 hours. Following this initial report, a local medical expert connected the practitioner, who suggested to re-evaluate the patient on the same day, if the patient is recovering well, to keep decortin treatment, otherwise, to give a combined antibiotic treatment (moxifloxacin + clarithromycin), along with deflazacort instead of decortin, hyaluronidase injection every 72hours, and gastric protection (omeprazole, probiotics). Subsequently, on (B)(6) 2022 we were informed that since there was no implemented medical procedure such as biopsy for confirmation of granulomatous reaction, the local medical expert supposed that this case would be related to a possible type IV hypersensitivity that was triggered after the patient was bitten by mosquitoes. The symptom evolution and patient condition are monitored. No additional information is available at the time of this report.